Event description:
It was reported by ICU rn, "leaking from the white lumen on (B)(6) 2019, line clamped and secured, pt unable to be sedated for replacement, red lumen in use at the time. ICU rn reported red lumen leaking and removed the PICC. Pt already scheduled for line replacement that day, second line placed before the initial line was removed. PICC team and ICU staff state there were no mechanical issues during placement, use, or removal other than the hubs leaking as described. PICC was exposed to cathflo on four occasions prior to leaking incident ¿ lumen(s) note noted. Pt experienced a delay in treatment, is currently an inpatient in the ICU, complete dx unknown at this time. ICU nurse expressed anxiety over impact to pt care."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed; however the exact cause is unknown. One 4 fr dual lumen powerpicc sv was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. Splits were observed in the extension tubing of both lumens, just within the distal end of the luer hubs. A microscopic observation revealed the fracture surface of the splits was rough and exhibited cracks/fissures and beach marks, which are suggestive of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference in both lumens, and cracking appeared to have initiated at one or more of these points. While the exact cause of the splits observed in the extension tubing of the returned sample is unknown, possible contributing factors include pulling, twisting, and manipulating the luer connector hub and/or extension leg. A lot history review (lhr) of rebu1868 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebu1868 showed one other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported by ICU rn, "leaking from the white lumen on (B)(6) 2019, line clamped and secured, pt unable to be sedated for replacement, red lumen in use at the time. ICU rn reported red lumen leaking and removed the PICC. Pt already scheduled for line replacement that day, second line placed before the initial line was removed. PICC team and ICU staff state there were no mechanical issues during placement, use, or removal other than the hubs leaking as described. PICC was exposed to cathflo on four occasions prior to leaking incident ¿ lumen(s) note noted. Pt experienced a delay in treatment, is currently an inpatient in the ICU, complete dx unknown at this time. ICU nurse expressed anxiety over impact to pt care."